Event description:
It was reported stimulation was turning off. The patient was getting daily instances where stimulation would turn off and turn back on quickly. It was also reported there was an overstimulation sensation. When the stimulation came back on it was ¿zapping¿ the patient but they confirmed it was more the sensation of stimulation returning rather than stimulation increased on them. Impedances were noted as fine and the diary showed the device was on 99% of time. There was nothing to indicate that it was turning off on its own. It was noted this was not happening in one specific posture. Orientations on the device were accurate. Patient was using adaptive stimulation regularly and noted no specific move triggered it. Patient noted this started about two weeks prior after programming. Follow up reported all impedances were within normal range. There were no malfunctions seen or a cause of issue determined. The patient was reprogrammed and was to call if the problem persisted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).